Event description:
A report was received that a pt underwent a pocket revision procedure. The pt's ipg was bumping on her 12th rib and was feeling uncomfortable for the pt. The ipg was moved 3-4 inches down to her abdomen. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.